Event description:
It was reported that the patient presented to the clinic for a device check. The implantable cardiac monitor exhibited backup vvi operation. The device was explanted on (B)(6) 2013 due to elective replacement indicator. No pacemaker was needed. The patient was in good condition.

Manufacturer narrative:
Analysis found that the backup operation was likely due to normal battery depletion. An attempt to collect data logs was made to confirm the battery voltage of the device, but the data log collection was unsuccessful due to low battery voltage. A longevity calculation was performed and indicated that the device battery was at end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.